Event description:
Patient required a proximal humeral allograft and revised to a larger glenoid head and poly insert to increase stability due to dislocations.

Manufacturer narrative:
No allegation of device failure. Parts revised to improve implant fit. Since the parts are not being returned, no device analysis can be done. This is the final report.